Manufacturer narrative:
Device evaluation summary the breath delivery (bd) xena ii printed circuit board (pcb) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The bd xena ii pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed the power on self test (post) and no errors were recorded in the diagnostic logs. The ventilator was placed intoo ventilation mode and approximately 27 hours on ventilation, the ventilator generated a vent inop condition. The fault was isolated to the microprocessor, component reference designator u27. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator did not pass the extended self-test (est) or short self-test (sst). The ventilator was not in use on a patient at the time of the reported event.